Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue with a disposable cassette. The patient stated they were in setup and trying to connect, but were unable to screw in the patient line. The technical service representative (tsr) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.